Manufacturer narrative:
It was later confirmed by the facility's biomedical engineer that the cause of the reported issue was that the locking collar on their therapy cable assembly was misaligned and, as a result, the cable was unable to connect to their device. The biomedical engineer advised that they have taken the aforementioned therapy cable assembly out of service. Additionally, a new therapy cable assembly was installed to resolve the reported issue. Neither the device nor the therapy cable assembly have been returned to physio-control for evaluation. UDI = (B)(4).

Manufacturer narrative:
(B)(4). Physio-control contacted the customer in order to obtain additional details about the reported event. The facility's patient safety/risk coordinator advised physio-control that their biomedical engineer had advised that there was a broken wire in the therapy cable assembly (cable manufacture date 04/14/2015). This information contradicts what was originally reported to physio-control. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control was provided with a copy of a customer submitted medwatch report. The customer submitted medwatch report was provided directly to physio-control by the customer, therefore no medwatch report number is available at the time of this submission. The customer reported the following: "patient had cardiac arrested and recovered. Attempted to place patient on external pacemaker after recovered but cable did not function correctly as they would not fit on the defibrillator. Biomed went to pick up the cable and found that the connector on the hands free cable was not aligning with the port on the unit. After biomed checking the cable , they found that the spring-loaded locking collar was found to be rotated approximately 45 degrees from center." The patient, a (B)(6) female, weighed (B)(6). It was later confirmed by the customer that there were no adverse effects to the patient as a result of the reported issue.